Manufacturer narrative:
(B)(4). A batch review was conducted on lot number and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not received for evaluation; therefore, sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear-link access set was unable to be primed which caused a delay in therapy and as a result the patient ¿coded¿. The clear-link access set was connected to a bottle of nitroglycerin in preparation for use on a patient. It was reported that there was no flow and the tubing could not be primed. A new set was obtained to get the infusion started. The reporter stated that during the time that they were unable to prime the set, they took the patient into the ¿cath lab¿ and at the time, the patient experienced cardiac arrest. Treatment was not reported. The patient¿s outcome was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.